Event description:
Customer reported that error message "head error" appeared on the roller pump module of the hl 20 machine during set up. After checking the machine it was found that optical tacho board is defective and needs to be replaced. No harm to any person reported. Complaint ID: (B)(4).

Manufacturer narrative:
Customer reported that error message "head error" appeared on the roller pump module of the hl 20 machine during set up. After checking the machine by getinge field service technician it was found that optical tacho board is defective and needs to be replaced. Thus the reported failure could be confirmed. The reported failure "head error" has been investigated in a previous complaint on 2019-08-26 by getinge life cycle engineering. The most probable root cause could be determined as a broken wiring of the optical tachoboard. Device was manufactured in 2015-05-26. The review of the non-conformities during the period of 2015-05-26 to 2022-08-25 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.